Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/06/2018 to the present date 9/25/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 (B)(4)) for cosmetic defect which does not correlate to the customer reported issue.

Event description:
It was reported that the device clamps were broken or damaged. There was no patient involvement.